Manufacturer narrative:
(B)(4). It was reported that another pt's data had merged into this pt's report. There was no report of adverse pt impact. Philips evaluated and confirmed that the customer is using an unsupported 3rd party software (filemaker). The customer was informed that philips does not support filemaker. Philips holter instructions for use, chapter a section 1 "exporting the scan" provides details on the supported export formats used. We are not considering this a malfunction of the holter application, but a use issue where the customer is using an unsupported software database to import ECG files into.

Event description:
It was reported that another pt's data had merged into this pt's report.